Event description:
The customer reported experiencing a cartridge alarm 29 during the load process. There was no adverse impact to the customer¿s blood glucose level, and it did not exceed 500 mg/dl. The customer was unable to successfully load a cartridge and resume insulin therapy, so technical support arranged to replace the pump. The customer will use multiple daily injections (mdi) as a backup therapy. A replacement pump with updated software was sent to the customer, and they were advised on putting their old pump into storage mode and returning it to tandem. The customer understood all instructions provided and acknowledged the resolution.